Event description:
It was reported that the patient's pacemaker had an unspecified malfunction. No intervention or patient condition was reported.

Manufacturer narrative:
The reported event of device malfunction was not confirmed. The device was received with normal output and normal telemetry communication. Analysis performed did not identify any functional issues. Longevity assessment found the device was operating at the elective replacement indicator (eri) voltage consistent with normal usage. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Visual inspection of the header attachment area detected an anomaly between the epoxy header and titanium case. Feedthrough leak test was performed, indicating no sign of hermeticity breach. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
New information received notes that the patient's pacemaker was explanted and replaced on (B)(6) 2026. No adverse patient effects were reported.